Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4) / 5040458, batch/lot number: (B)(4) / 5040458, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the patient had fever and there was redness and pus at the said site. The patient was placed on intravenous (IV) and oral antibiotics. The patient underwent an explant procedure.